Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images have been requested of the physician. Additional information will be included in a follow-up medwatch.

Event description:
It was reported that the physician implanted a 25mm helex septal occluder to close a pfo (patent foramen ovale) in 2008. At follow-up visits, the implant was smooth and there were no problems. The patient had undergone a lung transplant for cystic fibrosis and was taking anti-rejection medication. The physician reported that in the latest visit (early 2009), the patient had a mass attached to the left atrial disc. The following day, the patient was sent to surgery, where the mass and device were removed. The patient was doing well following the procedure. Images and additional information have been requested of the physician.